Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "dr. Replaced a howmedica acetabular dislocated along with insert became of loosing. Dr. (B)(6) replaced it with titanium stryker new cup size 6 along with screw and a x-3 liner."